Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported being unable to obtain readings due to an error 7 message on the adc device and a replacement product was ordered. Due to a delay in delivery of the replacement product, the customer was unable to monitor glucose levels and experienced a symptom of dizziness. The customer had contact with a healthcare professional and received unspecified medical attention. No further information was provided. There was no report of death or permanent injury associated with this event.